Manufacturer narrative:
Reason for reoperation: seroma. A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported "capsular contracture baker grade unknown and small amount of fluid". Healthcare professional later reported "alteration in the morphology of the implants that may be associated with capsular contracture and capsular contracture baker grade I". This record is for the right side. Device was explanted and it was not replaced. Device will not be returned.